Event description:
Patient presented to the physician with redness and swelling at the chest incision site. Physician obtained cultures and prescribed a 14-day course of antibiotics. Culture results returned positive for infection. Physician brought the patient into the or and removed the entire inspire system.